Manufacturer narrative:
H3, remove h10.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was buttons don't respond when pressed and the screen is very dim. There was no adverse impact to customer¿s blood glucose level. The customer will continue to use current pump.